Event description:
It was reported that after a pulsed field ablation (pfa) procedure the patient experienced a pericardial effusion. The patient required a pericardiocentesis. No more information was provided. No device issues were reported. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.